Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station became unresponsive and remained frozen due to software issue. A technical support specialist verified the station then reinstalled the remote support service 4.6 and then rebooted the device configured remote support service update agent, specialist confirmed that application launched successfully. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation es system station became unresponsive and remained frozen on the home screen, resulting in a delay in medication dispensing. There were no adverse events or injuries reported based on this event.